Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) in an ambulance due to low blood glucose (bg) levels. The patient experienced a seizure and loss consciousness. At the hospital, the patient was placed on an intravenous therapy of fluids and dextrose. The patient was released a few hours later.